Manufacturer narrative:
Maquet cardiovascular received the device on 16 feb 2010. A supplemental report will be submitted when the investigation is completed. (B)(4)

Event description:
The hosp reported that during a coronary artery bypass procedure, one heartstring iii proximal seal did not deploy properly. The seal came out of the delivery tube into the aorta upon pressing the plunger, but the tension springs would not come out of the delivery tube. They were attempted to be removed with great force, but eventually the seal was pulled out of the aorta intact, with the springs remaining in the tube. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. Product is returning.